Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. 4/6/2024: 563481: product saved. Patient had continuous sodium bicarbonate infusing through his subcutaneous port. At approximately 0800 on (B)(6) 2024, it was noted the patient's hospital gown, linens, and port dressing were soaking wet with no immediate explanation as to what the fluid was. Upon further inspection, nurses realized the infusion was leaking from somewhere. It was then noticed that the male luer portion, within the sleeve collar of the primary alaris tubing set was broken in half and that there was not an appropriate connection/engagement between the male luer and the rymed cap connected to the port's huber needle extension set. A new primary tubing set was made, the gown, linens, port dressing, and rymed cap were changed and the continuous infusion was restarted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be .

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was a leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.